Event description:
It was reported that during a lap supercervical hysterectomy procedure, the duct bill seal fell into the abdomen of the patient. The piece was retrieved there was no patient consequence.